Event description:
It was reported that a clearlink system y-type blood/solution set leaked blood out of one of the ports on the tubing. This was observed during a blood infusion. The port was cleansed with an alcohol wipe and a swab cab was placed on the end of the port; the port site did not leak further. The blood loss was approximately 2 to 5 ml as the leak was recognized quickly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient is pediatric. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.